Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient started therapy around 8. The arctic sun device gave an alarm that the machine was below the body temperature and turned off. Directed nurse to the event log alarm 11 and 14 present (patient temperature below low patient alert and patient temperature 1 probe out of range). Patient was 34c. Foley probe in place. The foley has not been irrigated. Suggested monitoring the device, if alert returns replace the foley and temperature in cable. Confirmed patient temperature using a secondary source.

Event description:
It was reported that the patient started therapy around 8. The arctic sun device gave an alarm that the machine was below the body temperature and turned off. Directed nurse to the event log alarm 11 and 14 present (patient temperature below low patient alert and patient temperature 1 probe out of range). Patient was 34c. Foley probe in place. The foley has not been irrigated. Suggested monitoring the device, if alert returns replace the foley and temperature -in cable. Confirmed patient temperature using a secondary source.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿sensor wire too weak." However, there was insufficient information to confirm this potential root cause. A DHR review is not required as the lot number is unknown. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.